Manufacturer narrative:
The customer was visited by an arjo representative after the event to perform a device evaluation. A hook, which supposed to be inside the lifting strap, was found inserted into the quick connect but without lifting strap. None of these parts were damaged (it was confirmed also with the photos provided). Maxi sky 2 ceiling lift consists of 3 parts: the lifting strap hanging from the ceiling lift, the hook located inside the lifting strap, the spreader bar with a quick connect . The lift is connected to the spreader bar using a quick connect. The hook with lifting strap goes into the quick connect and is secured with a latch. The hook is inserted into the lifting strap in a factory. Review of device history records did not reveal any discrepancies. The sample tested passed the requirements at final inspection. There was no other complaint with the same issue. The reported event is a singular occurrence. This was the first use of the device. Arjo service technician did not assemble the ceiling lift and the spreader bar, thus it is unknown how the spreader bar was connected to the ceiling lift. It is unknown how the hook was removed from the lifting strap and how the lifting strap was attached to the spreader bar. From the information gathered, it is suspected that the lifting strap might have been incorrectly attached leading to the spreader bar disconnection from the ceiling lift. Pictorial guidance included in instructions for use (document number (B)(4)) clearly shows all the steps required to make a successful connection between a spreader bar and a ceiling lift. The device was being used for patient¿s transfer while the incident occurred. It did not meet performance specification because the spreader bar disconnected from ceiling lift. Although no injury was sustained, the complaint was decided to be reportable in abundance of caution due to spreader bar detachment during use.

Event description:
Arjo was made aware of an event with arjo maxi sky 2 ceiling lift involvement. During preparing a resident for transfer, when an arjo sling was being attached to the lift spreader bar, the spreader bar detached from the lifting strap. The nurse had grabbed it before it reached the patient. No injury was sustained.